Event description:
It was reported that a user dropped an ilet pump, after which the display showed lines and became unreadable, and the user stopped using the ilet due to the nonfunctional screen while continuing glucose monitoring with a cgm. Symptoms included no adverse clinical effects or reported changes in blood glucose. Outcomes included device replacement and instructions to shut down the device, return it, and set up the replacement as a new device without data transfer. Investigation included collection of event details, verification of device information, and arrangements for device return. Investigation of this device revealed a damaged display consistent with physical impact, resulting in a screen failure that prevented normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental user handling.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.